Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It had a scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that when trying to check the bolus history, she has to press the act button multiple times in order to get a response. The customer stated that her blood glucose value has been higher than normal. She also reported experiencing low blood glucose of 24 mg/dl the morning of the call, which she treated and the current blood glucose level was 220 mg/dl. Troubleshooting was not performed. The device was returned for analysis.